Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: a review of the black box indicated a reboot occurred at 02:47 on (B)(6) 2016 and deliveries resumed at 02:59. A reboot related to a battery change was observed on (B)(6) 2016 at 13:39 and deliveries resumed at 14:06. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed corrosion in the battery compartment and cracks in the battery compartment. No damage was found to the returned battery cap; the battery cap contacts were within required specifications. The returned cap was able to carefully tighten to the pump. The pump powered on normally and successfully completed rewind, load, and prime steps. Leak testing revealed a battery compartment leak. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no reboots occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 600mg/dl with excess urination and extreme thirst associated with a power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued the pump. The reporter stated that the pump did not have any power and that there was moisture/corrosion in the battery compartment. The reporter confirmed that there was no damage to the battery cap and no damage to the battery compartment. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue with the pump.